Event description:
The event is reported as: "customer reported that the bulb from the insertion tray collapses when only a small amount of saline is added." No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
No sample is available for the MFR to evaluate.